Event description:
In 2008, the patient reported an elevated blood glucose reading of "hi" this morning when she awoke. She said her typical blood glucose reading is in the 115-130 mg/dl range. She stated she ate breakfast and bolused and then worked outside in her yard the rest of the day. She said her reading this evening is still 400 mg/dl. The patient stated she changed her insulin cartridge as she lives in a state with hot temperatures so she thought her insulin may have gotten too hot. During troubleshooting, the patient stated her doctor changes her basal rates every 3 months so she doesn't "mess with them." The patient said she has not changed the time on her insulin infusion device but declined to do so. She states she has seen no air bubbles in her tubing or blood in her tubing or infusion headset. Troubleshooting did not find any product issues. At the end of the call, the patient's blood glucose reading was 157 mg/dl. On follow up with the patient the following month, the patient stated her readings are currently within her normal range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.